Manufacturer narrative:
Visual examination: the returned guidewire was noted to be fractured 296.1 cm distal to the proximal end. The distal guidewire tip segment was found to be entrapped within a mass of body tissue and mangled stent. For examination purposes, the guidewire tip segment entangled within the stent was removed. A distal corewire fracture site was noted, just proximal to the coilwire. The fracture occurred approx. .002" (0.5mm) proximal to the proximal end of the radiopaque coilwire (proximal side of the flex joint). Microscopic examination: further evaluation using scanning electron microscopy (sem) on the fractured corewire and separated coilwire revealed both the ribbon and the coilwire to have been cut. The corewire fracture sites (proximal and distal) exhibited knife edge formation. Small circumferentially-directed cracks on the outer diameter were noted on both sides adjacent to the fracture site. No evidence of torsional components or material defects were noted at the fractured site. The diameter of the corewire adjacent to the fracture site was .0038". It is thought that the corewire fractured due to multiple acute bending moments while entrapped within the stent, during repositioning of the wire.

Event description:
During withdrawal, the guidewire fractured post stenting the rca vessel. Surgical retrieval required.